Event description:
It was reported that the patient was seen with high impedance and low output. Ap chest x-rays were received on (B)(6) 2026 and reviewed by cqe (B)(6) on (B)(6) 2026 and approved by cqe (B)(6) on (B)(6) 2026. The x-rays were provided after a report of high impedance and low output current. Generator placement was observed to be according to labeling, with the generator sitting in the left chest, below the clavicle. Based on the images provided, the feedthrough wires were intact, and the lead pin is fully inserted as the end of the pin can be seen past the second connector block. The entire portion of the lead can be visualized, and a strain relief loop and bend are present, both placed per labeling. Only one tie down is visible, placed laterally from the anchor tether. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of the malfunctions could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No other relevant information has been received by the manufacturer to date. No surgical intervention has occurred to date.